Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered a fluid leak inside the unit with vacuum under limits errors noted in the event log. The fse reported the vacuum pump was not functioning and replaced the vacuum pump to resolve the issue. The unit conformed to the manufacturer's performance specifications. (B)(4).

Event description:
The affiliate reported the customer alleged fluid leaked inside the unit only, under the pipettor wash tower, involving access 2 immunoassay system. The customer received vacuum under limits system errors during the event. The customer had on appropriate personal protective equipment (ppe) and cleaned up the fluid leak inside the unit. There was no report injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.